Manufacturer narrative:
An event regarding pain involving a triathlon patella was reported. The event was confirmed by medical review. Device evaluation and results: not performed as the product was not returned as it remains implanted. Medical review indicated that an osteophyte was left along the lateral facet of the patella during primary arthroplasty causing pain and limitation of knee flexion. Complaints largely resolved after osteophyte removal during revision intervention with all devices retained. A suggestion of metal allergy presence to the implanted materials was made by the patient but no evidence is present in the records to support such an assumption. All problems and complaints can be plausibly explained by the retained osteophyte during primary arthroplasty. Metal allergy to implant materials is at first very rare and at second causes different symptoms. Medical review has determined that the patient's pain was explained by the retained osteophyte during primary arthroplasty. The surgical technique states to remove all osteophytes around the patella. The patient is reported to be attending a second physician to determine if they are allergic to the implants, however, medical review indicates that there is no evidence present in the records to support such an assumption. All problems and complaints can be plausibly explained by the retained osteophyte during primary arthroplasty. Metal allergy to implant materials is at first very rare and at second causes different symptoms. It is also noted that the reported device is not part of a recall. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Remains implanted.

Event description:
The patient would like to know if he is part of the recall. He has seen a 2nd physician to determine if he is allergic to any triathlon stryker products implanted in his knee. He is experiencing pain.